Event description:
It was reported to philips that the system did not turn on anymore after a reboot. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the issue occurred during an oncology procedure. The procedure was aborted, and the patient was moved to a different system. It was reported that the system screens went off. Review of the logfiles confirmed that the suite-pc stopped working around. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the led on the suite-pc hard drive had no power. Fse implemented fco72200574 which resolved the issue. After that, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.